Event description:
This lead was implanted on (B)(6) 2005 and was capped on (B)(6) 2011 due to patient received 18 inappropriate shocks from fracture. The physician was (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).